Event description:
It was reported that the device was explanted approximately after implant duration of 8 months, due to aortic regurgitation, insufficiency, and paravalvular leak.

Manufacturer narrative:
Device not returned.